Event description:
While this device was being used to expand another MFR's coronary stent, the balloon of the device would not hold pressure. There has been no report of injury related to the event. The device is being returned for analysis.